Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. A search of complaints related to production order cannot be reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to manufacturer has been submitted.

Event description:
Initially, it was reported that the refraction is absolutely unsatisfactory; patient is extremely dissatisfied with the zxr00 implant, poor visual acuity. Additional information was received. The patient has 1.0 far vision but needs a +2.75 in her spectacles for near vision. On (B)(6) 2015 patient's refraction: distance r (right) sc without correction) 1,0 with +0,5 = 1,0; left sc 1,0 distance r/l (right/left) sc 0,2 ¿ 0,3 with +2,5 = 1,0. Patient further needs, as before the operation, reading glasses with +3.0 diopter; therefore she is unhappy. Vision on (B)(6) 2015 (pre-op): distance right +3.5 cylinder -0.5 *135=0.63 left +3.5 cylinder -0.5*160=0.63. Vision on (B)(6) 2017: distance: r sc 0.8 mit +0.5=1.0 with +1.0 subjectively worse l sc 1.0p(partial) with +0.5 subjectively worse; binocular sc 1.0; near vision: r/l sc 0.4. Near r sc 0.1pp (only very partial) with +1.0=0.2p; with 3.0=1.0p. Near l sc 0.1pp with +1.0=0.2; with +3.0=1.0. Near by 66 cm r sc 0.1 with +1.0=0.2-0.4pp; with +2.0=0.5. Near at 66 cm l sc 0.1 with +1.0=0.4pp; with +2.0=0.5. There was no secondary surgery / medical procedure required and no delay.